Event description:
The reporter stated that the device result was 152 mg/dl and her daughter called the emts. Upon arrival the emts checked her glucose at 32 mg/dl on their meter. The emts treated with a glucose injection and took her to the hospital. The device was replaced and requested to be returned for evaluation.